Event description:
Sheath on capsule endoscopy delivery catheter split in two during procedure. Device was in gastroscope and found to be malfunctioning. When withdrawn from scope, sheath was found to be broken in half.